Manufacturer narrative:
The proximal segmment of the catheter has been evaluated and confirmed that the catheter was broken due to excessive tensile forces applied during use.(B)(4).

Event description:
It was reported after approximately 21 minutes of onyx injection with onyx reflux, the catheter broke off at 15cm from the distal tip during removal. The broken segment remained in the patient. No patient injury reported.same event as MDR# 2029214-2012-00049.